Manufacturer narrative:
Further information was requested but not received.

Event description:
The device was explanted prophylactically following the advisory for premature battery depletion. No issue was reported regarding the device.

Manufacturer narrative:
Interrogation of the device revealed the device was above eri when received. There¿s no bpa detection. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.